Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that there was poor sleeve function during use with 2 bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: rubber of np point can¿t close well.